Manufacturer narrative:
This complaint is not confirmed. The photos of the sample sent by the customer indicate a premicath, but the sample we've received for analysis from (B)(4) was a nutriline twinflo. As this complaint is from (B)(6) 2017, we got informed on (B)(6) 2017 and (B)(4) obviously could not clarify the mixed up situation concerning the sample within 4 weeks, we now close the file. The nutriline twinflo snapped at approx. 26,4 cm. Microscopic examination showed the typical rough surface for a tensile fracture. The catheter was complete (nothing misssing), placed in a loop and had been fixed with a transparent adhesive film distal the breaking point. We do not know how long the catheter had been used. As we do not know the involved batch no. No further analysis is possible. This is the 28th complaint regarding a snapped nutriline twinflo. As each catheter is flow and leak tested during production a manufacturing fault could be excluded. Although the customer declared not to use small syringes the premicath on the photo is connected to a 1 ml bd plastipak-syringe.

Event description:
Customer reported that 4 piccline 1f have ruptured, one of them has left 4 cm inside the child. Surgery was necessary to remove it. The patient fully recovered.

Manufacturer narrative:
The details of this complaint are under investigation with the manufacturer. The results of this investigation are still pending, and will be forwarded to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
Customer reported that 4 piccline 1f have ruptured, one of them has left 4 cm inside the child. Surgery was necessary to remove it. The patient fully recovered.